Manufacturer narrative:
Patient codes: device codes.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: on (B)(6) 2019, a second mitraclip procedure was done to stabilize the slda. One clip was implanted and the mr was reduced from 3-4 to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat severe functional mitral regurgitation (mr) with a grade of 3-4. One mitraclip xtr was implanted, reducing mr to <1. There was no clinically significant delay in the procedure. On (B)(6) 2019, a follow-up echocardiogram showed a single leaflet device attachment (slda). The clip had detached from the posterior leaflet and remained attached to the anterior leaflet. The mr increased to 2-3. No treatment has been planned. No additional information was provided.